Event description:
The customer had reported that the device would not reopen while applied to tissue. The surgeon removed the device by hand with no harm to the pt. Afterward, the surgeon found that the jaws did not move as freely as usual, so a new device was used to complete the procedure. When the device was rec'd at covidien for evaluation, a preliminary investigation found that the spindle cap tab from inside the device handle was broken off and not returned. The location of the missing piece is currently unk. The customer has been notified of the missing piece.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.